Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of continuous alarm sound was confirmed; however, the reported event of driveline disconnecting accidentally when the patient fell was not confirmed. The returned hm3 system controller, serial (B)(4), produced an alarm sound without an associating alarm status while the black power cable was manipulated. The power cable was stripped down to the wire and showed severed wires that affected the alarm. Despite the damaged black power cable, the controller was functionally tested and passed all steps without any issue. The controller operated on a mock circulatory loop with the returned modular cable for an extended period of time without any issue. The returned modular cable was securely connected to locking mechanism from the controller¿s bulkhead assembly and pump cable without any issue. A root cause of continuous alarm sound was determined to be the damaged power cable; however, a root cause of accidentally disconnecting the driveline was not determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate iii instructions for use section 8-¿equipment storage and care¿ and heartmate iii patient handbook section 6-¿caring for the equipment¿ explain how to properly maintain the integrity of the system controller. Heartmate iii patient handbook section 4 entitled ¿living with the heartmate 3¿ provides proper instruction on how to properly shower with the heartmate 3 system. Heartmate iii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot alarms including no external power. Incidental finding: the black power cable showed evidence of fluid ingress when stripped down to the wire. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient came to the emergency departement overnight for a modular cable disconnect. The patient reportedly fell, which pulled the driveline apart at the modular cable. They also stated that they had been having alarms while connected to their mobile power unit (mpu) over two days. While in the hospital the patient was connected to heartmate cart and experienced prolonged single tone alarms coming from the power module. However, no alarms were observed on the controller, power module screen, or on interrogation. The patient was placed on a second heartmate cart and the same alarm occurred. The patient stated that this also occurred while on their mpu at home. Log files recorded a driveline disconnect on (B)(6) 2023 at 01:14:46. The driveline was reconnected at 01:16:53 and the pump speed ramped back up to the set speed of 5700 rpms. After this event, the outpatient center reported alarms while connected to mpu power. Log file data did not capture anything relating to thes alarms. The system controller was exchanged on (B)(6) 2023. The type of alarm was not identified and did not resolve with the controller exchange. A new mpu was ordered for the patient and the patient was still hospitalized. Exchanging the mpu resolved the alarms. Related MFR for the pump: 2916596-2023-00059. Related MFR for the modulcar cable: 2916596-2023-00061. Related MFR for the mobile power unit: 2916596-2023-00357.